Event description:
It was reported that there were concerns this pacemaker did not recognize loss of capture (loc) during a right ventricular autothreshold (rvat) test. Technical services (ts) stated they would need to see real time electrogram (egm) to provide a more detailed analysis. Ts provided troubleshooting actions. The device remains in use. No adverse patient effects were reported.